Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. The device manufacture date is unknown. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported by the health professional in brazil that prior to an unspecified procedure on (B)(6) 2023 it was observed that the fms vue pump was not delivering pressure signal (low pressure). There was no surgical delay and no harm to the patient. No further information is available.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H4: the device manufacture date was reported, as unknown on the initial report. Please note, that the date of manufacture has been updated accordingly. Investigation summary: the complaint device was received at the service center and evaluated. During the service evaluation, the following defects were identified: functional: inadequate pressure. Per service reports, this complaint can be confirmed. The repair of the device was however, declined. And was returned to the customer unrepaired. As part of depuy mitek¿s quality process all devices are manufactured, inspected and released to approved specifications. The faulty parts was identified, as the root cause for the device failure, during the service evaluation. Additional complaint information, monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. At this point in time, no corrective action is required. And no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with, which this complaint is observed, in the field. Device history review: manufacturing record evaluation is not required, as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing.